Manufacturer narrative:
The UDI information is unknown. This MDR was generated under protocol (B)(4), as a result of warning letter cms #: (B)(4). A corrective and preventative action has been opened to address the reported issue. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Functional and visual testing were performed. The tamper seals were intact. The investigation found the device had a broken right plunger case also missing battery and battery door. The pump event history showed a check syringe plunger sensor in the error history log (ehl). The evaluation was performed, and the reported issue was unable to be determined, performed check syringe plunger sensor was found at power up. The dowel pin came loose from plunger head mount. The root cause of the reported issue is related to a design issue. The technician replaced the dowel pin and plunger head mount. Performed pm maintenance and all functional testing which passed.

Event description:
It was reported that plunger/sensor failure error was observed. No patient injury reported.